Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor has been detached from the needle. The t2 anchor is still attached to the needle. No physical damage visible to the device. The actuator has been pushed forward. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The actuator was deployed with t2 at the distal tip of the needle. No physical damage visible to the device. A functional evaluation revealed t2 could be deployed as intended. The actuator and actuator tip function as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in a meniscal repair surgery, after the t1 of the fast-fix was implanted, t2 was deployed simultaneously and deployed through the meniscus. Both ts were retrieved from the patient. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.